Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown date in (B)(6) 2015. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that an unknown quantity of unknown screws used to fixate an unknown humeral plate were, are in the surgeon's opinion, 3mm too short. According to the surgeon, the incorrect screw length was implanted because the depth gauge did not provide a correct measurement. It was further reported that the patient has suffered chronic injury due to the reported event and will require additional medical intervention and/or surgery. The patient's injury was translated from (B)(6) as a "permanent tilt" or "inclined position." The patient was implanted on an unknown date in (B)(6) 2015 as part of a revision surgery to replace a broken plate. This complaint is alleged against the depth gauge only. Please also see related complaint (B)(4). This report is 1 of 1 for (B)(4).